Event description:
Information received from the field does not address the patient's clinical status but notes that the lead dislodged and became non-functional. The lead was repositioned in another coronary sinus vein with good results.